Event description:
Same case as 2134265-2012-00800. It was reported that during a coronary artery treatment procedure, the stent became deformed. The lesion being treated was a saphenous vein graft to the obtuse marginal. The physician deployed a 3.0x32 ion stent at 11 atm. When inserting the post dilatation balloon, the filterwire pulled back to the distal edge of the stent. He decided to insert the retrieval sheath and remove the filterwire. The filterwire snagged on the distal edge of the stent and the retrieval sheath would not advance through the proximal edge of the stent. Due to a great deal of "push and pull" force on the retrieval sheath and the filterwire, the ion stent was deformed and "accordianed." With the assistance of another physician, a non bsc wire was eventually advanced beyond the malformed ion stent. Subsequently an apex 1.5 x 8mm push balloon was advanced and inflated in the stent. Multiple balloon inflations with the apex and 2.0x12 and 3.0x13 non bsc balloons also followed. The retrieval sheath was inserted and the filterwire was removed intact. There were no further complications and the patient condition is o.k.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).